Event description:
The customer received a blood glucose reading of 51mg/dl on the contour meter. She was not feeling well and went to the hospital. She was retested with the hospital meter and the reading was 547mg/dl. Information regarding treatment was not provided. The test strips are expected to be returned for evaluation. A new kit was sent to the customer.